Manufacturer narrative:
Date of event - estimated as (B)(6) 2022 as the estimated implant date of (B)(6) 2022 was six weeks prior in alignment with the reported allegation. Implant date - estimated as (B)(6) 2022 as the date of implant is unknown.

Event description:
It was reported via social media that a cerebral vascular accident (cva) occurred. A left atrial appendage (laa) closure procedure was performed, and a watchman flx laa closure device was implanted. The patient was later taken off their blood thinners. Six weeks later, the patient had two strokes.